Event description:
During the procedure, the orbit mini complex fill2.5x2.5 coils could not be unlocked. Additional information was requested, but to date no further information is available.

Manufacturer narrative:
The product was returned for analysis, but the evaluation and testing has not been completed. Additional information will be submitted within 30 days of receipt.